Event description:
After a successful implant of the cardiomems sensor, the patient experienced hemoptysis. The patient was able to recover in the recovery room without medical intervention. The patient was discharged the same day and confirmed to be stable. During the implant procedure, there were insertion difficulties reported as the physician was unable to advance the delivery system over the pulmonary arch. The abbott command guidewire was pulled back through the cardiomems delivery catheter but it was stuck in the system. The physician then proceeded to pull the command guidewire and cardiomems delivery catheter out of the patient and as it was pulled past the inferior vena cava the guidewire came free. The physician removed everything from the patient successfully. A different non-abbott guidewire was then used to complete the implant procedure. Per the information reported, it was thought one of the guidewires used may have caused the hemoptysis, however that could not be confirmed.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.